Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hcp will update the rep once the pump is scheduled to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 7.5 mg/ml at 1.9490 mg/day, bupivacaine 2.7 mg/ml at 0.7016 mg/day, and clonidine 300.0 mcg/ml at 77.96 mcg/day via an implantable pump with simple continuous dosing for chronic pain. It was reported from the patient that there was a critical alarm and a possible stop of therapy. The alarm was heard over the phone and the patient stated the alarm was happening every 10 minutes. The pump logs were provided and reported that the pump was currently stalled and that the motor stall occurred on (B)(6) 2019 at 13:19 and a 'stopped pump duration exceeded 48 hours' message that occurred on (B)(6) 2019. The logs noted that the pump had been stopped for 74 hours and 14 minutes. They advised the patient to attend a hospital with emergency care. The patient was not going to the hospital, declining saying that he has had a pump for a while and he will not wait in the emergency room. It was reported that at the time of the call the patient did not experience any symptoms, the once in hospital the patient stated he had discomfort. The pump has been shut off. The patient would like to have the pump removed, but no date has been scheduled. The issue was not resolved at the time of this report. The patient status was alive-no injury. No further complications were reported and/or anticipated.